Event description:
On (B)(6), black speck found in 10x20¿s during counting. Required change of gloves only. Patient was in the theatre, no delay. On (B)(6), black unknown substance and black specks found in 10x20 sponges; 2 packs, same lot #939977. On (B)(6), specks found in 10x20 sponges. Change of scrub nurse gloves and pack exchange. No delays. On (B)(6), scrub nurse inspected 10x20 sponges inside custom pack as our routine site practice due to recent events. Brown particles embedded on 10x20 sponge. Pack considered contaminated by scrub and circulating nurse. Pack torn down and scrub nurse changed her sterile gloves. New pack was ordered and opened. Did not reach patient. Increase cost to case and minor delay in setup time. On (B)(6), scrub nurse inspected 10x20 sponges inside custom pack as our routine site practice due to recent events. Brown discoloration noted on the threads of a sponge and loose particles present (fell onto the floor during inspection so do not have this particle) on 10x20 sponge. Pack considered contaminated by scrub and circulating nurse. Pack torn down and scrub nurse changed her sterile gloves. New pack was ordered and opened. Did not reach patient. Increase cost to case and minor delay in setup time. Please note this occurred twice on the same case, 2 individual product feedbacks completed for 2 lot#¿s. On (B)(6), brown spot found in 10x20 sponges. Scrub nurse and back table replaced. No delay to patient. On (B)(6) speck found in 10x20 sponges. Scrub nurse and back table replaced. No delay to patient. On (B)(6), dirt found in 10x-20 sponges in 2 packs, same lot #. Pack and nurse¿s gloves changed. No delay to patient. On (B)(6), dirt found in 10x20 sponges in 2 packs, same lot #. Pack and nurse¿s gloves changed. No delay to patient. On (B)(6), pack of 5 banded lap sponges found in sterile custom pack to be stained with yellow and emitting an odor. Looks like time was contaminated before being placed in the pack before striation. Sterility of pack is in question due to stain of sponge. On (B)(6), foreign particles found throughout sponges. On (B)(6), grey staining found on 10x20 sponges. Scrub nurse gloves changed and new instrumentation x 1. Patient anaesthetized, no delay. On (B)(6), flecks found in 10x20 sponges. Scrub nurse gloves changed and new instrumentation x 1. Patient anaesthetized, no delay. On (B)(6), brown particles noted on 10x20 sponges from inside of custom pack by scrub nurse when starting the surgical count. Nurse clinician notified immediately, who then spoke to the surgeon about the contamination. Surgical team decided to tear down entire back table, including single instruments that were borrowed from another site, one of instruments and various sterile supplies. Patient was under a general anesthetic (ga) so prolonged exposure to a ga. Contaminates did not touch patient. This is a recurrent issue with the sponges, management/vendor aware. On (B)(6), discolored thread in lap sponges. Glove and pack changed. No impact on patient. On (B)(6), discolored particle in 10x20 sponges. Glove and pack changed and additional table cover. No impact on patient. On (B)(6), tan particle in 10x20 sponges. Glove and pack changed and additional table cover. No impact on patient. On (B)(6), tan particle in 10x20 sponges. Glove and pack changed and additional table cover. No impact on patient. Discolored particle in 10x20 sponges. Glove and pack changed and additional table cover. No impact on patient. On (B)(6), yellow (rough edged) particle noted on 10x20 sponges. Scrub nurse and back table replaced. No delay to patient. On (B)(6), discolored particle in 10x20 sponges. Glove and pack changed. No impact on patient. On (B)(6), dark thread found in lap sponges. Glove and pack changed. No impact on patient. On (B)(6), 10x20 sponges-debris found, pack is contaminated. On (B)(6), (2x) 10x20 sponges-debris found, pack is contaminated.